Event description:
The hospital reported issue with jaw on the vasoview hemopro 2. The issue occured during saphenous vein harvest. No harm was reported. No procedural delay.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4, b5, d9, e1, e2, e3, g3, g6, h2, h3, h6, h11. The device was not returned to maquet cardiac surgery for investigation; therefore, no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 3000498946 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.

Event description:
The hospital reported issue with jaw on the vasoview hemopro 2. No harm was reported.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.